Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that server stopped receiving transactions from carefusion coordination engine (cce). A technical support specialist (tss) performed server reboots, log reviews and network checks, and database analysis. Further the product support engineer investigated stuck formulary messages, bloated queues, and 400 errors traced through wireshark, eventually determining that cce was sending two separate mfn feeds to the api, causing malformed pie-formatted formulary messages to accumulate and block all further communication. After removing the problematic messages and confirming no issues in plx database tables or services, updated the cce configuration to eliminate the duplicate mfn feed, after which new transactions successfully reached plx again. Further the tss informed the customer that the configuration correction resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server batches did not drop. Customer stated that there was no stockout, no replenishment occurred and their handheld devices were not connecting to the logistics system. As a result, customer dropped batches manually, which significantly slowed their workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.